Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uemg, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient experienced a loss or change of therapy. It was noted that patient was not feeling stimulation while therapy was off. The therapy was turned on but did not resolve the issue. The patient could feel stimulation and reported it was comfortable. Unknown if situation was resolved as patient would have to monitor symptom and see if they improve. The patient stated that she has been getting chiropractic work. They put a massage belt over her hip and it applies pressure. It was noted that the return of symptom or change in efficacy occurred prior to this chiropractic visit. The patient reported urinary tract infection (uti) and was treated with antibiotics. The patient took all of the medication and assumes that infection has cleared as she no longer has the symptom of uti but she has not been seen to have a urinalysis to confirm it has resolved. The patient reported leakage, intermittent stimulation, unable to empty bladder fully. The patient also reported poor communication screen. The patient mentioned not feeling stimulation as sudden. The patient has an appointment scheduled with health care provider on (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. The patient was diagnosed with urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor.